Event description:
It was reported prior to use of bd vacutainer® urine analysis preservative tube, the additive in an unspecified number of tubes appeared abnormal (condensation in the tube was observed). There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd was provided with 1 video for investigation. The video was evaluated and shows that the tube has droplets of additive on the inside wall of the tube that appears to be wet from when additive is applied onto the interior walls of the blood collection vessel via the spray coating of the prescribed amount of water-based solution. The water is then dried, leaving the characteristic ¿mist¿ dot pattern of residual solution on the vessel wall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® urine analysis preservative tube, the additive in an unspecified number of tubes appeared abnormal (condensation in the tube was observed). There was no health impact or consequences reported.